Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿patient sensitivity to materials". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient's doctor switched the patient from coude intermittent catheter to foley catheter due to getting urinary tract infection. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Event description:
It was reported that the patient's doctor switched the patient from coude intermittent catheter to foley catheter due to getting urinary tract infection. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.